Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was recalibrated, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during use and lost the ability to mechanically ventilate. The patient was switched to manual ventilation until the unit could be replaced. There was no report of patient injury.